Manufacturer narrative:
The lot was manufactured between august 01, 2019 and august 02, 2019. The device was received for evaluation. Visual inspection was performed and there were no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused quicker than normal. It was further reported that the device was connected on (B)(6) 2020 and emptied on (B)(6) 2020 and that the patient could "taste" the chemo and felt more weak and nauseated. This issue was noted during chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.